Event description:
Pt had just left the chair and gone out of the room. She returned due to the smoke detector alarm going off and found the rug underneath the chair to be on fire. After moving the chair she found that it was the motor housing and surrounding fabric of the chair that were in flames. The fire spread, melting the plastic backing on the drapes nearby. The pt was not injured but they have been unable to get reimbursement from the co.